Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a burning sensation at her ipg site. The sensation is unrelated to charging. The pt uses stimulation continuously and experiences the sensation at different times. The pt's mother indicated the burning had woken the pt from her sleep and her skin was red. The pt was advised to turn stimulation off which the pt did. It was reported since turning off the stimulation the issue has improved. Follow-up information indicated the pt's ipg is shallow and the pt has recently lost weight.